Event description:
Patient had undergone placement of a ventriculoperitoneal shunt with progav programmable shunt valve early last year. During a follow-up check at md's office, patient complaining of unsteady gait and nausea. Md attempted to adjust the current setting of the programmable shunt vavle, but was unable to do so. Md made several attempts without success and, therefore, decided to take pt to or for shunt valve replacement. Pt was taken to or and progav programmable shunt valve explanted and another vendor's valve placed.